Event description:
Complainant alleged that the ep staff was attempting to pace a 79 year old male pt who was in an asystole heart rhythm. The staff had the ppm setting at 80 (ma setting unknown). The complainant alleged that the device would pace the pt for a few seconds, then the device screen would display what appeared to be an atrial fibrillation heart rhythm, and then the device appeared to stop pacing the pt. The complainant was able to obtain another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.